Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the edge of the lens was noted to have ragged edges. The iol remains implanted and the surgeon will monitor the patient's outcome.